Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently under way. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for an aortic valvuloplasty procedure the balloon allegedly could not be deflated. Reportedly, during deflation an air bubble was observed in the balloon rendering the balloon unusable. Another balloon was used to perform the procedure. There was no patient contact.

Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Visual/microscopic inspection: the sample appears to be clean. The balloon size for this product is printed on the balloon hub of the catheter and identified the return sample as a 18mm x 4.5cm. No holes or catheter damage was identified. No anomalies were noted to the device. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035" guidewire and it passed without issue. The balloon was inflated to nominal pressure and rate burst pressure without issues. The balloon then deflated without issues. The balloon was able to deflate in approximately 2 seconds, which meets the essential specification. This test was repeated two additional times, which were both successful. No leaks or any other issues were identified. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned. A visual inspection did not find any defects with the device. An inflation attempt was made, and the balloon was able to fully inflate. The balloon was deflated in approximately 2 seconds. Therefore the investigation is unconfirmed for a deflation issue. The definitive root cause for the reported deflation issue could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event. Labeling review: the current instructions for use (IFU) states: warnings & precautions: never use force when advancing or retracting intravascular device without first angiographically determining cause for any resistance. Using force may damage catheter or cause injury to the patient (such as vessel perforation). Do not exceed maximum inflation pressure indicated on label. Excess inflation pressure can cause balloon rupture and the inability to withdraw catheter through introducer sheath. Withdrawing balloon through introducer sheath may damage balloon. Balloon deflation and catheter removal: deflate balloon by drawing vacuum on the = 50 cc inflation device. Use fluoroscopy to visually confirm that balloon has fully deflated prior to withdrawing catheter. While maintaining negative pressure and guidewire position, withdraw deflated device over the guidewire and out through introducer sheath. Use of a gentle clockwise twisting motion may be used to help withdraw balloon through introducer sheath. If unusual resistance is met when attempting to withdraw balloon, position balloon in anatomical position in which it can be inflated safely. Partially inflate balloon and then deflate it. Balloon re-folding can be observed under fluoroscopy. Use of recommended contrast concentration will facilitate fluoroscopic visualization of balloon re-folding. If balloon will not pass through introducer sheath for removal, remove balloon and sheath as a single unit.

Event description:
It was reported that during preparation for an aortic valvuloplasty procedure the balloon allegedly could not be deflated. Reportedly, during deflation an air bubble was observed in the balloon rendering the balloon unusable. Another balloon was used to perform the procedure. There was no patient contact.